Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they got their settings a little high, they were getting 'jolt' down their right leg, especially at night when they are laying down. The patient said they don't know what they did and they probably hit something they don't want to. When asked for event date, the patient said the issue has been 'going on for couple of weeks'. Agent reviewed information. Agent walked the patient through to connect to the therapy app to try increasing the stimulation but when the patient turned on the communicator, the light was blinking 'orange red'. Agent instructed the patient to charge the communicator. The patient said they plugged in the charging cord for the handset and showed 99%. Agent reviewed information. The patient suddenly became escalated and disconnected the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.